Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-05011; 2017865-2019-05013; 2017865-2019-05014. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was cardiac and respiratory failure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.